Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown pfna construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: zhang m., (2019) clinical efficacy of a simple pfna implantation method, electronic journal of clinical medical literature volume 6, issue 50, pages 1-4 (china). This retrospective study aims to show the clinical efficacy of pfna without proximal reaming. From august 2016 to august 2017, total of 34 cases of pfna (femoral antirotation intramedullary nail) internal fixation for closed reduction of femoral fracture was completed by the first author. Among them, 19 cases (3 males and 16 females) age 82 (66-92 years ) were placed with pfna using the simple method of proximal non-reaming and 15 cases (4 males and 11 females) age 83 (60-95 years) were placed with pfna using the standard procedure, and pfna was provided by ao synthes. The follow-up time was 6 ~ 13 months. Mortality within 1 year: 2/19 simple group, one patient had postoperative respiratory failure and died one week after ICU admission. 2/15 standard group. (3 cases of death during the follow-up period.) Simple group: 2 patients who had postoperative internal fixation and femoral head resection. 1 patient had hypovolemic shock. The postoperative blood transfusion rate was (1/19). Coxa vara and valgus deformity (5/19) within 1 year after surgery. Standard group: 2 patients had postoperative observation and another . 2 had hypovolemic shock. The postoperative blood transfusion rate was (5/15). Coxa vara and valgus deformity 1/15 in the standard group within 1 year after surgery. 22 cases were placed by the simple method. Of which 3 cases were not successfully placed into the main nail process, and then changed to guide wire positioning and reaming after placement. After the placement of the main nail, the displacement of the fracture increased, and the reduction of the fracture was improved after biting off part of the medial bone of the greater trochanter. This is report 2 of 2 for (B)(4). This report is for unknown synthes pfna (femoral antirotation intramedullary nail).